Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. In addition, the customer experienced a low blood glucose (bg) level. Bg value not provided and cause was unknown. Customer consumed carbohydrates to address bg level.